Manufacturer narrative:
(B)(4)

Event description:
This lead was explanted and replaced on the same day as implant, due to dislodgement. It was replaced with the same model lead. There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.